Event description:
As reported by the user facility / distributor - during the procedure (mitral valvuloplasty), the physician noticed the balloon ruptured under fluoroscopy. The balloon was successfully removed through the sheath and the product was saved for evaluation.

Manufacturer narrative:
The device was reported as being saved for evaluation, but has not been returned to the manufacturer. The catheter was being used for mitral valvuloplasty, which is an off-label use for this catheter. A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon component lot number shows there are no other complaints associated with the balloon used on this lot of catheters. A comparative catheter was tested. This catheter was the same balloon diameter but had a different lot number. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter did not burst until 3.5 atm, which is more than the labeled rated burst pressure of 2.0 atm, and labeled nomimal pressure of 1.5 atm.